Event description:
It was reported that 153 days after implantation of a 2.75x32mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left cirumflex artery (lcx). A pre-intervention stenosis of 80-90% with "partial timi flow" was reported. The lesion was pre-dilated with a 2..5x20mm maverick balloon. A 2.75x32mm taxus stent was deployed at 8 atm in the region of the lesion. It was not reported that the stent was post-dilated. A post-intervention residual stenosis of 0% with "complete timi flow" was reported. It was reported that was no "reflow phenomenon, dissection, abrupt closure, or perforation," during the procedure. No patient complications were reported. The patient presented 153 days after the initial procedure with a "positive stress test, " severe ischemic cardiomyopathy, progressive dyspnea" and a 90% in-stent restenosis mid lcx." Angioplasty was performed using a 2.5x20mm maverick balloon. A post-intervention residual stenosis of 20% was reported. No patient complications were reported.

Manufacturer narrative:
H-6: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8308741 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.